Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported that the patient had unlucky results and had 2 operations in 3 weeks to replace dead batteries starting in (B)(6) 2015. The patient had both devices replaced due to normal battery depletion on (B)(6) 2015 and then one of the new implantable neurostimulators (ins) had died after 3 weeks and it was replaced on (B)(6) 2015. No patient symptoms were reported. The patient had recovered completely. Further follow up is being conducted to obtain information about cause and troubleshooting performed. If additional information is received a supplemental report will be submitted. Additional information was received from a manufacturer representative (rep). It was reported that the extension was cut and removed in (B)(6) as well but the device was with pathology. It was also noted that the issues were resolved following the implantable neurostimulator (ins) replacement. If additional information is received, a follow-up report will be submitted. Please see report number 3004209178-2015-25587.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.